Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, while attempting to apply clips to the bile duct, the clips seemed to form properly when applied to vessel structures, but malformed on the duct structures of the patient's anatomy. The malformed clips were removed and new clips were applied to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The first instrument was received partially applied with four remaining clips. The second instrument was received partially applied with six remaining clips. Two clips displaying a scissored formation was received with the instruments. Visual inspection of the instruments noted no abnormalities. The instruments were applied to appropriate test media for functional evaluations. The instruments were found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handles were released. In addition, when the cartridges were empty, the interlocks engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the scissored clip condition may occur if the jaws are twisted excessively or tissue is manipulated with the jaws when firing the instrument. Deflecting the jaws and/or shaft during firing may result in an improperly formed clip and possible bleeding and/or leakage. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, while attempting to apply clips to the bile duct, the clips seemed to form properly when applied to vessel structures, but malformed on the duct structures of the patient's anatomy. The malformed clips were removed and new clips were applied to complete the case. There was no patient injury.